Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt reports noticing a decrease in quality of vision. Upon examination, the lens had vaulted asymmetrically in a z-configuration, inducing astigmatism. A yag capsulotomy was performed, but was unsuccessful due to severity/steepness of vault. The crystalens was subsequently explanted and replaced with a different lens model. During the lens exchange procedure, the capsular bag was damaged and an anterior vitrectomy was performed. Preoperatively, the pt's bcva was 20/15 with mr +3.00 - 0.75 x 162. Postoperatively (prior to interventions of yag and lens exchange), the pt's bcva was 20/20 with mr -1.25 - 4.25 x 144.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The iol was dissected into pieces in order to facilitate removal from the eye; therefore, the device eval will not facilitate analysis. (B) (4).